Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The stylet/guidewire was kinked/buckled. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the guidewire stuck in it and cannot be removed. Visual inspection found that the guidewire tip kinked/ bent inside the lead distal end/lead tip nose. Dried blood visible in lead. Guidewire kinked, and its coating adhered on conductor.

Event description:
It was reported that during the implant procedure, after several attempts when the physician positioned the lead, the physician was unable to remove the guidewire from the left ventricular (lv) lead. The lv lead was replaced. No patient complications have been reported as a result of this event.